Manufacturer narrative:
During testing at the service center corrosion was noted in the battery compartment. The probable cause of corrosion was due to battery leakage. The customer's reported complaint of air in line alarm was confirmed in the device history, but not replicated during testing. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed for air in line. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device had corrosion in the battery compartment.